Manufacturer narrative:
Scale inaccurate due to bed being out of calibration.

Event description:
It was reported by service report that the bed scale was not accurate. No pt involvement or adverse consequences are reported.